Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination with x-ray imaging revealed dislodgement, resulting in far r-wave over-sensing and inappropriate capture. The ra lead was repositioned on (B)(6) 2022. The patient was stable throughout.